Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to a fractured patella. The patella and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Following review, no new risks were identified." Examination of returned device found no evidence of product non-conformance. During the evaluation, small bony ingrowth to the patella was noted. This indication determines that there is a high possibility of trauma occurring to the patient, causing the pegs to fracture and the regenerex to remove from the bone. In addition, the component was successfully implanted and functioned for 12 months, thus it appears to have been conforming to the drawing for the pegs. The failure mode appears to be due to a lack of bony in growth leading to a lack of long term fixation. The cause of this failure mode cannot be determined.